Manufacturer narrative:
When the inner pouch was opened the stent was noted to be prematurely deployed. There was no damage noted to the inner or outer packaging. There was no difficulty opening the inner packaging. There was no damage noticed to the handle of the device or the delivery catheter. There was no reported injury to the patient. One non sterile unit of precise pro rx 5f 7x30 mm was received coiled in a plastic bag. Hemovalve was opened and stent was partially deployed about 20 mm. No other discrepancies were found during the visual analysis. The usable length of the sds catheter was measured it was found within specification. The deployment process was performed and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The deployment difficulty - premature condition reported by the customer was confirmed due to the condition of product as received, however it does not appear to be manufacturing related since no anomalies were found during the dimensional analysis and deployment process. Controls exist in the final assembly and packaging processes to prevent this type of failure, as well as there are inspections in place to detect them in the sds. Procedural factors and handling may contribute to failure as reported. Neither the DHR review nor the product analysis suggests that the condition reported by the customer could be manufacturing related, therefore no corrective and preventive actions will be taken at this time. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, this may have been caused during shipping or handling of the unit.

Manufacturer narrative:
Please note that product was returned for evaluation and testing on (B)(4) 2011. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Event description:
As reported by the marketing affiliate, when the stent delivery system (precise pro rx ous carotid system, 5f, 7mm x 30mm, 135 cm) was opened from the box the stent was found out of the distal end of the sheath. The age and gender of the patient is unknown. The procedure being performed was a carotid artery stenting. There was no damage noted to the inner or outer packaging. There was no difficulty opening the inner packaging. When the product was opened from the inner packaging and taken outside, the stent was seen outside of distal end of sheath. There was no damage noticed to the handle of the device or the delivery catheter. The stent was not found appropriate so it was not used in the patient and a competitor's stent was deployed. There was no reported injury to the patient.